Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as due to dirty hands. The patient was not hospitalized for the event. The patient was treated with unspecified intravenous antibiotics (daily, no further details) for the peritonitis event. Action with dianeal therapy was not reported. At the time of this report, the patient outcome was not reported. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available as further follow up was declined.